Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the laser power was not sufficient. The procedure could not be completed. The patient underwent a secondary procedure on a separate day. Additional information was received from the customer reporting the connector for the laser had gone bad and seemed broken. The laser probe was not seated completely to allow it work properly. The customer found a way to proceed with future cases, and therefore, cancelled service.

Manufacturer narrative:
Additional information provided in d.11., h.6. And h.10. The operator¿s manual reviews the proper set up for the laser probe use: port 1 and 2 status indicator port status is displayed in these fields with one of the following entries: n/c - no fiber connected; endo - endoprobe connected; slit - slit lamp fiber connected; lio - lio fiber attached; ? - fiber connected but not identified; o - port is disabled. Endoprobe connection: connect fiber to a laser fiber port on the laser front panel. Voice confirmation is only available when rfid probes are used. It is the user's responsibility to ensure that non-rfid probes are correctly identified. Do not use accessories with a fiber or connector that have been compromised. Warning! Endoprobes are for single-use only. Microbial or prion infection may occur if re-used. Potential risk from reuse or reprocessing endoprobes labeled for single use include: phototoxicity from inconsistent laser or illumination exposure caused by a damaged fiber or connector, reduced laser/illumination output, fluid path leaks or obstruction resulting in reduced fluidics performance, and foreign particle introduction into the eye. The laser probe serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The root cause can be attributed to an internal-component failure, since the issue was related to the laser fiber. The manufacturer internal reference number is: (B)(4).